Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 86 retention samples from bd inventory were evaluated by visual examination and 10 by functional testing and no issues were observed relating to cocked stopper (cap separation) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cocked stopper (cap separation). Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® edta 2k there was leakage. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the cap was separated from the tube, trapped with the holder, which resulted in blood leakage." There was no report of exposure or medical interventions.